Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The calibration results were within the specified ranges. The (B)(6) 2025 qc results were within the specified ranges. The (B)(6) 2025 qc level 1 and 2 results were within the specified ranges; the level 3 qc was outside the -2 standard deviation range (low). The customer did not perform qc on (B)(6) 2025. The module's alarm history contained an abnormal sample aspiration error. This is an indicator of possible poor sample quality. The field service engineer adjusted and leveled the ultrasonic mixers (usms); replaced the solenoid valve bank and the reagent and sample probes; adjusted the reaction cell covers of the reagent probes; and verified the rinse levels, outer probe wash levels, gear pump pressure, and probe adjustments. He verified the module's performance with calibrations, qcs, and precision checks. The customer did not report any other issues after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable vancomycin gen.3 assay results from three patient samples tested on the cobas 8000 cobas c 502 module. On (B)(6) 2025: patient sample 1 the initial result was 0.0 ug/ml. The first repeat result at automatic increase was 0.0 ug/ml. The initial result was reported as 4 ug/ml. The doctor questioned the result, prompting the patient's sample to be rerun. The second repeat result was 12.9 ug/ml. This repeat result was deemed correct. On (B)(6) 2025: patient sample 2 the initial result was 0.0 ug/ml with a data flag. The doctor questioned the result, prompting the patient's sample to be rerun. The first repeat result was 0.0 ug/ml with a data flag. The second repeat result was 13.1 ug/ml. This repeat result was deemed correct. On 14-mar-2025, the field service engineer (fse) inspected the module but could not determine the event's cause. He checked the cell rinse volumes, probe adjustments, ultrasonic mixer (usm) function, and sample/reagent probe pipetting. He verified the module's performance by hardware and precision checks. The issue was not resolved and new discrepant results were reported: on (B)(6) 2025: patient sample 3 the initial result was 0.0 ug/ml with a data flag. The reporter questioned the result, prompting the patient's sample to be rerun. The first repeat result was 0.0 ug/ml with a data flag. The second repeat result was 9.6 ug/ml. This repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas c 502 module is (B)(6). The field service engineer (fse) replaced the ultrasonic mixer (usm). The investigation is ongoing.